Event description:
A malfunction alarm was reported, displaying malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.